Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of stirps. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab tested the returned reagent and found all strips tested to read e11. E11 indicates exposure to moisture as a result of the open cpa.